Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(64) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately between 6-6:30am about one week prior to contacting lfs, when he obtained an alleged inaccurately high blood glucose result on the meter of 446 mg/dl compared to 161 mg/dl on a contour meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that also between 6-6:30 am, he consumed food/drink. He reported that 20-30 minutes after obtaining the alleged inaccurate result, he developed symptoms of dizzy [and] disoriented. The denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strips vial was not cracked or broken. The patient described the correct testing steps and he had used an approved sample site to obtain the blood samples. He did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, the patient did not develop symptoms of an acute diabetes excursion nor receive treatment for any symptoms. However, this complaint is being reported as a malfunction as the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.